Manufacturer narrative:
Patient identifier: multiple = (B)(6). Section a patient information: no specific patient information was provided. A review of tickets determined that there is normal complaint activity for alinity ict sample diluent. Trending review determined there were no trends for falsely depressed results. Return testing was not completed as returns were not available. Data was provided for the patient samples where the samples were retested and acceptable results were produced. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer obtained falsely elevated potassium results while using the alinity I processing module. The following initial and repeat results were provided: on (B)(6) 2020, sample ID: (B)(6): 7.2, 4.7, 4.7, 4.8 and 4.8 mmol/l. On (B)(6) 2020, sample ID: (B)(6): 6.6, 4.2, and 4.2 mmol/l. On (B)(6) sample ID: (B)(6): 7.0, 4.5 and 4.5 mmol/l. On (B)(6) 2020, sample ID: (B)(6): 6.5, 4.2 and 4.3 mmol/l. On (B)(6) sample ID: (B)(6): 7.1, 4.7 and 4.7 mmol/l. No impact to patient management was reported.